Event description:
I had the realize gastric band for 4 years. In (B)(6) I had to have it removed after being unable to eat any longer. I developed gastroparesis from the band. I have now been revised to gastric bypass and have several life threatening complications.